Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of 30apr2026-02may2026 was downloaded and reviewed. Review of the cloud data found that 30apr2026 was the first day of use of the reported controller. The phb data showed that the system was used in automated mode during this period and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target, and resumed delivery of microboluses when estimated glucose values began increasing again, even while estimated glucose values were still below the user's target. No instances of the automated algorithm delivering microboluses while estimated glucose values were below 60 mg/dl were observed. No evidence of an overdelivery of insulin or of any issues with the automated algorithm was observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level was 4.3 mmol/l (77mg/dl) but then decreased down to 2 mmol/l (36 mg/dl). They reported that they continued to receive insulin despite the insulin being paused. The active insulin was noted to be 1 unit. The patient was monitoring the situation and stated they would contact their nurse if the issue persisted. No information regarding treatment was reported. No medical assistance was required.